Event description:
Related to MFR report # 2183959-2012-02097. It was reported by the plaintiff's attorney that on or about (B)(6) 2006, the plaintiff was implanted with a monarc sling system "to treat" her stress urinary incontinence and pelvic organ prolapse. It was alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.